Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, multiple back operations and spinal pain via a manufacturer¿s representative (rep). The rep reported that stimulation shut off when the patient was coming out of lowes. The rep reported that the diary with data from (B)(6) 2017 to the day of the report didn¿t reflect stimulation on-off-on during time patient reported incident occurred. The patient then reported that the trip to (B)(6) must have been prior to (B)(6) 2017. No further complications were reported.